Event description:
The manufacturer became aware of an allegation of simplygo device that the patient alleges that the device switches off and on after a few seconds despite the power supply being plugged in. In addition the patient alleges that the device is producing a burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. There is no indication of a reportable malfunction. No harm to the patient has been reported. No MDR required. A report will be submitted should additional relevant information become available.